Event description:
During an in-clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. Dislodgement of the lv lead was confirmed with diagnostic imaging. The suspected cause of the event was due to the stenosis of the coronary vein. A revision procedure was performed, the lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.